Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2012-05508, 05509. It was reported the pt experienced overstimulation when he increased the amplitude. It was also reported the pt is not receiving pain relief. The pt is scheduled to receive injections from his doctor. He will also undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.